Event description:
Clinical information: crd_961 - pfo japan pas, patient site ID: (B)(4). It was reported that on (B)(6) 2021, a 25mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted in a patient. On (B)(6) 2021, the patient was discharged with a prescription for aspirin and p2y12 inhibitors. On (B)(6) 2021, the patient was hospitalized and diagnosed with an arrhythmia. An electrocardiogram at an outpatient clinic had showed that the patient was in sinus rhythm. Therefore, a holter electrocardiogram was performed on (B)(6) 2024, and confirmed that the patient was in atrial fibrillation. On (B)(6) 2021, the patient was started on direct oral anticoagulants to prevent further symptoms due to atrial fibrillation. The cause of the patient's atrial fibrillation was unable to be determined.

Manufacturer narrative:
An event of atrial fibrillation and arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling.